Manufacturer narrative:
Additional info has been requested and if received, will be submitted in a supplemental report.

Event description:
Targeting device felt loose on the nail holding arm. There was concern that it may affect the targeting of the screw holes, so the hospital opened another kit. This was reported by the nurse.